Event description:
Dr performed an egd with biopsy. When taking biopsy with the olympus forceps (fb-220u lot# 5zv), noted a burr. No injury noted to patient, but scope damage with internal leak. Scope sent out for repair.